Event description:
The facility's hospital representative resported an infusion pump with an 810:04 failure code which was observed during pt use. The hospital representative stated they have no record of any pt incident involving the pump since the last baxter service event. Information was requested but details were not avallable regarding pt status medication, involved, tubing product code, infusion rate or set up of the infusion device. Additional contact info was requested but no additional contact was provided.